Event description:
.2-micron filter attached to IV infusion was noted to be leaking mid-device 2.75 hrs into infusion. Small amount of chemotherapy approximately .5ml noted on device and resting against patient's skin.